Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 22mm amplatzer cardiac plug (acp) and 12f amplatzer torqvue 45x45 delivery sheath were selected for procedure. It was noted during procedure, that a lobe of the amplatzer cardiac plug was not opening properly after reaching the intended implant position. There was no interaction with cardiac structures and no angulation or kink noted in the delivery system. It was noted that the patient was administered heparin and had an activated clotting time of 270 second. The decision was made to remove amplatzer cardiac plug and abort the implant procedure. It was also noted that the patient had a small pericardial effusion after performing a radiofrequency ablation in an attempt to treat atrial fibrillation. A pericardiocentesis was performed to treat the pericardial effusion. The patient was stable at the time of report.

Manufacturer narrative:
An event of small pericardial effusion was reported. The device was returned to abbott for investigation and the met visual and functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported incident could not be conclusively determined. H6 health effect - clinical code: 3271. Code removed. H6 health effect - impact code: 4624. Code removed.

Event description:
It was reported that on (B)(6) 2022, a 22mm amplatzer cardiac plug (acp) and 12f amplatzer torqvue 45x45 delivery sheath were selected for procedure. It was noted that a radiofrequency ablation had been performed to treat atrial fibrillation prior to the implant of the amplatzer cardiac plug. During the implant of the 22mm acp, it was noted that a lobe of the amplatzer cardiac plug was not opening properly after reaching the intended implant position. The decision was to remove the acp from the patient prior to release from the delivery system. After the device was removed, imaging showed that there was a small pericardial effusion. The pericardial effusion lead to a cardiac tamponade. There had been no interaction with cardiac structures and no angulation or kink noted in the delivery system. The patient had been administered heparin and had a noted activated clotting time of 270 seconds. Ultimately the implant procedure was aborted. A pericardiocentesis was performed to treat the pericardial effusion. It was thought that the pericardial effusion was related to the radiofrequency ablation. The patient was stable at the time of report.